Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
The robot had been driven to the first trajectory and the surgeon had drilled the bone. While he was coagulating the dura, there was a communication failure and the robot shut down. The robot was restarted and the arm was put in free and fast mode to move the arm away from the patient's head. When the surgeon said the arm was up, the driver clicked to continue the arm to the home position and the arm started to move toward the patient's head. The arm had not been moved far enough above the patient's head, so the robot was shut down and restarted. This time, the surgeon made sure that the arm was moved further away from the patient's head and the arm was driven home. Once this was completed, the case continued as planned. There was approximately 10 minutes of delay.

Manufacturer narrative:
It was reported that a communication failure and 2 shutdowns occurred. A full analysis of data log was performed and indicates that root cause of the first communication failure which led to the first shutdown is a shared memory error. The second shutdown was not a failure of the device as the surgeon choose to shutdown the device.